Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the hysteroscope had the blue part of the eyepiece fall off. The issue was found during reprocessing. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the events reported as "light guide came off" and "eyepiece detached" were caused by an improper handling, application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.